Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he was currently in the hospital due to peritonitis and had been experiencing a lot of pain during dialysis treatment. The patient stated that he had to stop the treatment and go the emergency room. Additional information and medical records were requested.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2017. Conclusion: there is a temporal association between ccpd treatment with fresenius products and the patient experiencing abdominal pain (associated with nausea, vomiting and diarrhea) and peritonitis treated outpatient with subsequent hospitalization for worsening abdominal pain over a period of 2 weeks. As noted in the final discharge diagnosis, the patent had peritonitis associated with pd therapy without specific allegations against fresenius products. The identification of streptococcus mitis/streptococcus oralis in the patient¿s pd effluent (a known bacteria of the human oral mucosa) suggests a possible break in aseptic technique during ccpd treatment as a potential cause for peritonitis. Due to the information available in the file at the time of this clinical investigation, the etiology of peritonitis cannot be fully determined. Furthermore, it was identified in the medical records that the patient was also diagnosed in the hospital with normocytic, hypochromic anemia (unknown treatment) and hypokalemia (unknown treatment). However, these complications are well known in patients with chronic kidney disease (ckd) and additionally patient¿s baseline laboratory values are unknown. Hypokalemia could possibly be precipitated by gastrointestinal loss such as vomiting/diarrhea as reportedly experienced by the patient.

Event description:
Information and medical records in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was reported to have been in the hospital for peritonitis. The pd patient reported on (B)(6) 2017 during ccpd treatment he experienced ¿a lot of pain¿ as a result of peritonitis. As a result, he stated he stopped his peritoneal dialysis (pd) treatment, went to the emergency room (ER) and was subsequently hospitalized from (B)(6) 2017 to (B)(6) 2017 with peritonitis. The patient stated he filled his peritoneal cavity with pd solution during treatment but has not been able to drain. At the time of the service call on (B)(6) 2017), the patient declined a replacement cycler stating he would call the customer support line again if needed. Review of medical records revealed on (B)(6) 2017, a pd effluent fluid culture was performed revealing growth of gram-positive cocci (both aerobic and anaerobic bottles) indicative of streptococcus mitis/streptococcus oralis. [Streptococcus mitis/streptococcus oralis are known bacteria found in human oral mucosa. On (B)(6) 2017, the patient was transferred from the ER to the hospital and admitted after reports of diffuse/progressively worse abdominal pain which began 2 weeks prior to hospitalization. The patient also reportedly experienced concurrent nausea, vomiting and diarrhea. It was noted in the medical records, the patient was diagnosed with peritonitis and receiving intraperitoneal (ip) antibiotics. During the ER evaluation, the patient underwent an abdominal computerized tomography (CT) scan which revealed the presence of an ileus. During hospital course on (B)(6) 2017 it was noted in the medical record that the pd culture grew alpha-hemolyticus streptococcus (a noted discrepancy to hospital culture reports). The patient was treated with ip vancomycin. Periodic analysis of point of care (poc) glucose testing was also performed throughout hospitalization with a noted glucose range of 84-223 trending high. On (B)(6) 2017, the patient was notably discharged home in stable condition with a plan to continue vancomycin ip at home.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he was currently in the hospital due to peritonitis and had been experiencing a lot of pain during dialysis treatment. The patient stated that he had to stop the treatment and go the emergency room. Additional information and medical records were requested.